Manufacturer narrative:
Correction on initial report h.10: the customer's reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
System errors. Customer experienced error codes: 210.6040, 211.2000, 219.4040 and 211.200 repeating. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was [insert confirmed / not confirmed / cannot be determined]. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 08/16/2018 to 9/10/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
System errors. Customer experienced error codes: 210.6040, 211.2000, 219.4040 and 211.200 repeating. It was reported there was no patient involvement.